Manufacturer narrative:
H.6 investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material (B)(4)). Panta batch number (B)(4) was provided by the customer. Batch history review for panta batch (B)(4) was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch (B)(4) (10 vials). No labeling defects were observed in 10/10 panta retention samples. Two photos were received to assist with the investigation: one photo shows two crimp capped sealed vials in a plastic bag. One panta vial from batch (B)(4), and one unlabeled supplement vial. One photo shows two crimp capped sealed vials in a plastic bag. One vial is panta vial, and one vial is a supplement vial. The label on the supplement vial appears to have been peeled off. Material 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch (B)(4) were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no complaints taken on the probable kit batch for labeling. Bd will continue to trend complaints for labeling issues. This complaint cannot be confirmed for a defect in a (B)(4) kit.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 supplement kit was received with the label missing. The following information was provided by the initial reporter: according to the customer's report, the bottle label was found to be peeled off upon arrival.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 supplement kit was received with the label missing. The following information was provided by the initial reporter: according to the customer's report, the bottle label was found to be peeled off upon arrival.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.